Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. During deployment, the occluder deformed into a cobra shape. The occluder was removed and a replacement 24mm amplatzer septal occluder (lot: 9031477) was attempted to be implanted with the same delivery system resulting in another cobra shaped deformation. The procedure was aborted and the patient underwent surgical intervention instead. There was no angulation or kink in the delivery system during either attempt.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder (lot: 8937058) was chosen for implantation utilizing a 12f amplatzer torqvue delivery system. During deployment, the occluder deformed into a cobra shape. The occluder was removed and a replacement 24mm amplatzer septal occluder (lot: 9031477) was attempted to be implanted with the same delivery system resulting in another cobra shaped deformation. The procedure was aborted and the patient underwent a non-emergent surgical intervention instead. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay. There was no angulation or kink in the delivery system or interaction with cardiac structures during either attempt. The patient is reported to be discharged.

Manufacturer narrative:
An event of device deformity during implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Field indicated that a 12f amplatzer torqvue delivery system was used. Please note that per the amplatzer septal occluder instructions for use, the recommended size delivery system for use with a 24 mm septal occluder is an 9f.